Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Swelling at the injection site [injection site swelling]. Redness at the injection site [injection site erythema]. Pruritus at the injection site [injection site pruritus]. Case description: this serious spontaneous case received via regulatory authority from china was reported by a health care professional nos as "swelling at the injection site(injection site swelling)" beginning on (B)(6), 2023, "redness at the injection site(injection site redness)" beginning on (B)(6), 2023, "pruritus at the injection site(injection site pruritus)" beginning on (B)(6), 2023, and concerned a 59 years old male patient who was treated with novofine 32g 6 mm (needle) from (B)(6), 2023 for "diabetes mellitus", novolin n (insulin human) (unk, subcutaneous) from unknown start date for "diabetes mellitus". The patient's height, weight and body mass index was not reported. Dosage regimens: novofine 32g 6 mm: (B)(6), 2023 to not reported; novolin n: current condition: diabetes mellitus(type and duration not reported). Treatment included - chlorpheniramine [chlorphenamine]. On (B)(6), 2023, the patient used the sterile hypodermic needle for single use to inject mixed protamine and human insulin injection subcutaneously. Before noon, the patient came to our hospital to complain that there was mild redness, swelling and pruritus at the injection site of sterile hypodermic needle for single use. It was considered to be allergic reaction by the doctor. The patient was given chlorpheniramine, 10 mg, intramuscularly. Half an hour later, the patient's symptoms of redness, swelling, and pruritus disappeared. Cause analysis description: the specific cause of the event could not be determined, which may be 1. Product reason, 2. Handling reason. Batch numbers: novofine 32g 6 mm: 19l01y. Novolin n:not reported. Action taken to novofine 32g 6 mm was not reported. Action taken to novolin n was not reported. On (B)(6), 2023 the outcome for the event "swelling at the injection site(injection site swelling)" was recovered. On (B)(6), 2023 the outcome for the event "redness at the injection site(injection site redness)" was recovered. On (B)(6), 2023 the outcome for the event "pruritus at the injection site(injection site pruritus)" was recovered. No further information available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration). Reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: affiliate reference number.

Event description:
Case description: investigation results: name: novofine® 32g, etw tip 0.23/0.25*6mm, batch number#: 19l01y the number of complaints on the batch was evaluated. And when applicable, relevant actions were taken. The product was not returned for examination. Name: novolin® n, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following information: investigation result updated. Annex b, c, d and g codes updated. Narrative updated accordingly. Final manufacturer's comment: 25-aug-2023: the suspected device novofine needle have not been returned to novo nordisk. Batch trend analysis was found to be normal. With very limited information regarding handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. H3: continued: evaluation summary: name: novofine® 32g, etw tip 0.23/0.25*6mm, batch number#: 19l01y. The number of complaints on the batch was evaluated. And when applicable, relevant actions were taken. The product was not returned for examination.